Manufacturer narrative:
Patient identifier = (B)(6), no sid for the second patient provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided due to privacy issues.

Event description:
The customer reported a falsely depressed architect vancomycin result on two patients. The results provided were: on (B)(6) 2020 sid (B)(6) initial = 1.94 ug/ml; retested results = 20.59, 19.70 ug/ml. On (B)(6) 2020, a second patient results = initial 1.35 ug/ml, retest = 5.65 ug/ml. There was no reported impact to patient management.